Manufacturer narrative:
(B)(4). The occurrence date was unknown a review of all batch record documents was performed on potentially associated lot numbers gd894022 and gd893990 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. Patient outcome was not reported.